Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 5mg/ml via an implantable pump. It was reported that the patient had a systemic infection, and the pump was removed on an unknown date. There were no known environmental factors. The interventions taken to resolve the issue was the patient underwent a surgical procedure the day of the report to replace the pump and catheter. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.